Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced lo readings on 270 level. Black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 115-130mg/dl fasting. Verified test strips expire 05/20/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory: (B)(6). Memory concerns: lo. Customers time and date not set. Customer did state her hands shake when nerves.